Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this pacemaker displayed a decrease in longevity. More specifically, the battery longevity decreased from seven years remaining to three and a half years remaining. Technical services suggested sending in a save to disk to be reviewed. It was noted the device was using 206 percent of power. The root cause for the decrease in longevity remains unknown. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that a save to disk was reviewed by technical services. It was determined the power consumption of this pacemaker has been steadily increasing over the past year. The power consumption is expected to continue to increase. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this pacemaker was explanted and replaced due to premature battery depletion (pbd). The longevity decreased from about 11 years remaining to 3.5 years remaining. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed because the pacemaker was returned and analyzed.